Event description:
It was reported that the patient's generator was found to be programmed to 1.5ma output current at 180 minutes off postoperatively which caused pain in the neck for the patient. It was reported that the generator was not deliberately programmed to these settings. It was reported that the device was programmed off and the pain subsided. The generator is now programmed on and the patient is doing well. It was reported that two patients were implanted this same day and it is believed that a cross-programming event occurred.

Event description:
Additional information was received stating that the vns patient did not experience any lasting symptoms from this event. Additional programming and diagnostic history was provided; however, it did not show the cross programming event and could not be fully assessed due to incorrect timestamps of the programming events.

Manufacturer narrative:
Analysis of programming history.